Event description:
It was reported that during a laparoscopic gastrectomy, the jaws did not open after the device was fired on the blood vessel. Both sides of the jaws were fired with another device and the jaws were opened by pulling the trigger from the handle. Then, it was found that the jaw broke and a broken piece might have fallen into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the el5ml found that the device was received with one jaw broken at bifurcation and one jaw ramp broken off. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Evidence of corrosion was found throughout the broken area of the jaw. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The damage at jaw ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning process. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Photograph the photograph confirms the event description ¿the jaws did not open after the device was fired on the blood vessel. Both sides of the jaws were fired with another device and the jaws were opened by pulling the trigger from the handle. Then, it was found that the jaw broke and a broken piece might have fallen into the patient.¿ the cam feature on the left side jaw was broken off, however if the scissored clip was jammed in the jaws this may have prevented the jaws from opening. The scissored clip may have been the result of the cam feature breaking during firing and the cam fragment prevented the jaws from opening. It is improbable that using another device to close down the jaws to assist in opening the jammed closed device had anything to do with the broken cam feature. Conclusion: the photographic evidence confirm the el5ml event described but cannot determine the cause of the broken jaw cam. It is improbable this issue had a use component that contributed to the event. Hands on analysis of the returning device may provide the evidence necessary to determine the cause of the event you experienced.

Manufacturer narrative:
(B)(4). Additional information: were any broken parts of jaw of device lost in patient? ---the information was not provided from the hospital. Were all components retrieved from patient? Was there any change to procedure or post-op patient care? ---no. Which firing of the device did this event occur on? ---3rd firing. Was the clip fully advanced into the jaws prior to firing? ---the information was not provided from the hospital. Were there any feeding issues experienced with the device? --- the information was not provided from the hospital. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? --- the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? --- yes, the force of grasping the trigger was harder than usual. Were any unexpected noises heard? If so, when? ---yes, it occurred when the trigger was grasped. Was clip fired over another clip or hard structure? ---no. Was the device fired after this incident in or out of the patient? ---yes, out of the patient. Did somebody other than the primary surgeon fire the instrument? If so, whom? --- the information was not provided from the hospital. Was there a recent conversion to ees devices in this account or with this surgeon? --- the information was not provided from the hospital. Did clips scissor? --- the information was not provided from the hospital. Did clips cut vessel? ---no.